Event description:
This follow-up emdr is for a correction only which is to add the 510k for this system. There are no changes regarding the case details. The customer reported the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
This follow-up emdr is for a correction only which is to add the 510k for this system. There are no changes regarding the case details. The philips field service engineer performed a system inspection and determined that the control panel arm¿s swivel lock bushing had risen out of place preventing a proper lock. The service engineer was able to reseat the bushing into the correct position with adhesive to resolve the issue. As the system has been returned to service with no part return anticipated, no further failure analysis can be performed.

Manufacturer narrative:
The philips field service engineer performed a system inspection and determined that the control panel arm¿s swivel lock bushing had risen out of place preventing a proper lock. The service engineer was able to reseat the bushing into the correct position with adhesive to resolve the issue. As the system has been returned to service with no part return anticipated, no further failure analysis can be performed.

Event description:
The customer reported the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.